Event description:
It was observed during the device inspection, that the foreign matter had come out from the distal end of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and foreign material was confirmed at the distal end. The material was determined to be organic silicone, but the source of material was not confirmed. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. There was no device damage at the area where foreign material was found. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the root cause could not be identified. Olympus will continue to monitor field performance for this device.